Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked display window at bottom right side corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information is provided.